Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
The customer alleged receiving an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin, and the insulin gauge displayed over 60 units of insulin. Tandem technical support educated the customer on the insulin gauge calculations of the pump, and that the fill estimate was accurate. However, the customer requested to reload the cartridge. During the call with tandem technical support, the customer reloaded the cartridge successfully and received an updated fill estimate of over 240 units of insulin. There was no impact to the customer's blood glucose level.